Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that during a right coronary artery (rca) stenting procedure, a delivery system was advanced and implanted. After routine post-dilatation of the implanted device, there was an angiogram which showed a new lesion distal to the distal implanted device edge that was not covered and this was thought to be either a dissection or thrombus; however, the active clotting time (act) was noted to be at a therapeutic level. Another unplanned device was advanced to cover the lesion but would not cross because of both the patients anatomy and the implanted device. The device was removed and another device was advanced, but would not cross because of both the patients tortuous anatomy and the implanted device. Reportedly, during advancement, the hypotube separated on the device delivery system. A plain old balloon angioplasty was done as treatment (poba). The patient was discharged from the hospital on (B)(6) 2013. There was no adverse patient effect or no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.